Event description:
Edwards received information that this bioprosthetic aortic valve was explanted after approximately ten (10) years due to prosthetic aortic valve stenosis secondary to calcification. This was replaced with a 27mm pericardial bioprosthesis. Intra-op tee revealed no evidence of pvl and good ventricular function. The patient was later discharged home on post-operative day #6.

Manufacturer narrative:
During review of MDR files, it was determined this file required correction. The correct aware date is (B)(6) 2014. To prevent further late MDR's, a CAPA has been initiated.

Manufacturer narrative:
Device not returned. The explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.